Event description:
It was reported the device failed volume accuracy test. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device missing a tamper seal. There was no evidence of the reported problem recorded in the event history log. The customer reported problem failed volume accuracy test, was verified/duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Accuracy/over delivery was found to be the cause of the reported problem. For corrective action, the expulsor was replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service history review identified this device has not been in for service previously. Corrected data: corrections: catalogue number: 21-2111-0300-01; d4: model number: 2110.

Manufacturer narrative:
Other, other text: additional information was received indicating issue was found during testing, there was no patient involvement.